Event description:
When patient started course of therapy (their 3rd course) they complained of leg cramps in the right leg. Could not tolerate full treatment pressure or complete a session with out breaking to relieve pain. Four consecutive days passed until patient returned for treatment, due to a vacation. After the next treatment, patient was reported to have been admitted to the hospital for an occlusive thrombus in the right leg.